Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they received repeated m-02 error on the integrated electrosurgical unit (iesu). The customer performed a power cycle, but the error persisted. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained additional information: the patient tolerated the change, and the procedure conversion did not result in increasing port size incision or adding additional ports.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure (m-02-7 repeated and not able to activate monopolar energy) was confirmed and reproduced. The unit was placed on an in-house system a was run in normal mode.